Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID 3998, lot# j0537568v, implanted: (B)(6) 2005, product type: lead. Product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The patient reported that in (B)(6) of 2014 their feet came out from under them and they fell on the ins. Following the fall they had pain at the ins site (in the buttock) which was a sudden change and so strong they couldn't sleep at night and it kept them awake. Prior to the fall the patient was taking oral pain medications which was controlling their pain until the fall, but following the fall the pain medications were no longer helping with the pain. Relevant medical history includes postlaminectomy pain. The patient met with the manufacturer's representative (rep) in (B)(6) for reprogramming to see if it would help but it was unsuccessful. Stimulation was turned up to very high settings but it still didn't help him. The patient was unsure if the rep. Knew about the fall or that he really hadn't had any success with therapy. The patient stated that they did have some help from the implantable neurostimulator (ins) but not much (never had therapeutic effect), but they lost effectiveness from stimulation all together after they fell. The patient rarely used stimulation as a result of this and most of the time it wasn't on since it wasn't helping. He never had a 50% reduction in symptoms. This was not related to positional movement and there were no recent medical tests or emi exposure. It was noted that stimulation had not been helping at all. Stimulation was working and they could adjust the stimulation but it did not seem to help control the pain, like it was not able to go up high enough. It was unknown which component was involved in the event. The event cause was not determined and unknown if it was device related. The patient was referred to their managing pain physician to discuss the elective removal of their device, but the physician wanted to the patient to speak with a rep.